Manufacturer narrative:
Patient date of birth and weight unavailable from facility device expiration date unavailable from facility device manufacture date unavailable from facility.

Event description:
During a 2 lead extraction procedure due to infection, the physician was using a 16fr glidelight laser sheath. An injury to the superior vena cava was discovered, with a pericardial effusion. Rescue efforts commenced immediately. The physician attempted to stop the bleeding and to repair the injury; however the blood loss was reportedly too great. The patient died 5 days later.